Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead exhibited unacceptable thresholds. The lead was successfully repositioned and acceptable threshold values resumed after the revision. The patient was in stable condition post surgery.